Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the " device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body reaction and inflammatory response" requiring removal of the device. No medical records have been provided; however, inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of a recurrent hernia. A bard/davol composix e/x hernia patch, lot number hutd0836 was implanted to repair the hernia defect. It is alleged that sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body reaction and inflammatory response. On (B)(6) 2016: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which has consisted of, amongst other things, removal of the defective device. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the " device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body reaction and inflammatory response" requiring removal of the device. No medical records have been provided; however, inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, date of explant and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 3 months post implant of composix e/x mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of a recurrent hernia. A bard/davol composix e/x hernia patch, lot number hutd0836 was implanted to repair the hernia defect. It is alleged that sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body reaction and inflammatory response. (B)(6) 2016: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which has consisted of, amongst other things, removal of the defective device. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh. Per operative notes, ¿there were multiple defects in the umbilical area with omentum and some small bowel into these defects. A composix e/x mesh was placed, sutures were placed at the edge of the mesh. The tacker was used to tack the edges of the mesh to the abdominal wall.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh and lysis of adhesions. Per operative notes, ¿a large hernia sac was encountered of old scar above the level of the umbilicus, and this was excised. Transverse colon and the sigmoid colon were found to be tethered up to the mesh covering anterior abdominal wall with adhesions. Performed lysing adhesions and freeing the old mesh, which was well incorporated with tacks. The mesh and tacks were passed off the field.¿ attorney alleges that the patient had adhesions, hernia recurrence, pain and emotional injuries.